Event description:
The handle to the stapler would not close, we had to open up two more staplers in this event. Preoperative diagnosis: intro atmospheric fistula. Postoperative diagnosis: same. Procedure performed: exploratory laparotomy; lysis of adhesions; enterectomy x2; closure of colotomy; bilateral subcutaneous flaps with external bleak muscular release; abdominal wall closure with mesh reinforcement using phasix mesh.